Event description:
It was reported that during an unknown procedure the clips were departure and skew. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the "staples were departure and skew?" Were the clips formed properly? Were the clips scissored, clip gap, unformed? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? Did somebody other than the primary surgeon fire the instrument? Was there a recent conversion to ees devices in this account or with this surgeon?

Manufacturer narrative:
(B)(4). Not reportable. Upon review of additional information provided by the customer, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.